Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, both leads were attempted to be placed, however, due to placement difficulty they were both explanted and replaced. It was unknown if the placement difficulty was due to the patient's anatomy or not. No patient complications have been reported as a result of this event.